Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015. The patient reportedly had multiple unresolvable medical problems secondary to complications of abdominal surgery including respiratory failure, persistent sepsis, abdominal wall dehiscence, lvad pump infection and recurrent cancer. It was reported that the lvad was otherwise working well. It was mentioned that the patient chose to withdraw support.

Manufacturer narrative:
Approximate age of device ¿ 12 months. A root cause for the reported event and a correlation to the device could not be determined through this evaluation as the device was not explanted and was not returned to the manufacturer for analysis. The instructions for use lists sepsis and infection as potential adverse events associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.